Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (unknown dose and concentration), bupivacaine (unknown dose and concentration), and clonidine (unknown dose and concentration) via an implantable pump. It was reported the patient's pump was alarming. The patient was experiencing withdrawal symptoms. A motor stall was noted in the logs. It was also noted that the outer layer of the catheter pump segment was found to be sheared approximately one cm from the sutureless connector (sc). There were no factors to report that may have led or contributed to the issue. The patient did not have a recent magnetic resonance imaging (MRI). Diagnostics/troubleshooting included checked and re-checked logs for possible motor stall recovery. Actions/interventions include surgical intervention where the pump and 7 centimeters of the catheter pump segment were explanted and replaced on (B)(6) 2020. The devices would be returned, but the hospital currently had possession of the devices. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history was asked but unknown. The event date was noted as (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8781 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2020 product type catheter section d updated to correct device information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿; ¿motor gear train anomaly ¿ stall due to shaft/bearing¿; and ¿failed lab dispense test ¿ above spec¿. Analysis of the catheter found ¿catheter body ¿ damage to transition tube¿. If information is provided in the future, a supplemental report will be issued.